Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that no parts of the navigation system was replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. Codes 10, 213, and 67 are applicable to the system checkout. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H2) correction: aware date of supplemental report 001 inadvertently filed as 10 jan 2020. Value should have been 8 jan 2020. H3) a software analysis was initiated as part of the investigation. Analysis found that the anomaly was consistent with a known anomaly in the medtronic navigation software anomaly tracking database. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 9736119r, serial/lot #: unknown; product ID: 9733467, version: (B)(4). Patient information unavailable due to (B)(6) law. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system that was used during a functional endoscopic sinus surgery (fess) procedure. It was reported that during the case, after registration the system shutdown. The site tried to reboot the system but could not get past the splash screen. The site powered off the system and when they powered it back on, they were able to launch the software and continue with the case. The issue resulted in less than one hour procedure delay. There was no known impact on patient outcome.